Manufacturer narrative:
Concomitant medical product: addrl1 ipg implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-synocope and had episodes of atrio-ventricular block with ventricular asystole ranging from 3.0 to 12.0 seconds. It was further reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture, oversensing and possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.